Event description:
The reporter stated that the surgeon inserting a +21.5 diopter single piece collamer lens, and it tore coming out of the injector. The surgeon felt it was due to the injector. Lens did not go all the way into patient's eye. No patient injury.

Manufacturer narrative:
The product pertaining to this claim was not returned however, the lens was received and visual inspection shows both plate haptics and torn off into the optic of the lens and are missing. There is a piece of a lens stuck in the lens vial. There is clear and reddish surgical residue on the lens. Also received was the cartridge and visual inspection shows no visible damage to the cartridge. There is clear and reddish surgical residue on the cartridge. It should be noted that the foam tip plunger was not received for evaluation.